Event description:
The customer reported to philips healthcare that the heart start mrx had an "equipment report tube error". There was no reported negative pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.